Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is reusing insulin. Tandem clinical support informed customer that reusing insulin, is off label per the user guide. Customer changed the cartridge and resumed insulin therapy. There was no reported adverse impact to customers blood glucose (bg) level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump.